Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart alarm and watchdog. The customer states there was an audio beep anomaly and unresponsive keypad. The customers' blood glucose level was 140mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rate. The insulin pump functioned properly. No alarm, high pitch sound, unexpected audio/beep or pump reset anomaly noted during testing. All buttons function properly. No keypad anomaly or damage on keypad traces noted. The lcd board was inspected and no anomaly was noted. The insulin pump passed unexpected restart test. No alarm noted. The minilink transmitter communicated properly with pump. No lost sensor alarm anomaly noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.